Event description:
Bd insyte autoguard 22 ga. Catheter autoguard malfunctioned. Blood flowed from catheter and was not stopped by autoguard. Manufacturer response for bd insyte autoguard, infusion therapy system (per site reporter). Investigation.